Manufacturer narrative:
The reported events were lead dislodgement, ¿could not be fixed¿, high pacing lead impedance, high capture threshold, and "plastic object was protruding from the middle area of the screw". As received, a complete was returned in one piece for analysis. The reported events of high pacing lead impedance and high capture threshold were not confirmed but "plastic object was protruding from the middle area of the screw" was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported event "plastic object was protruding from the middle area of the screw" was steroid plug out of position. The lead was returned with the helix fully extended, clogged with blood/tissue, and steroid plug was out of position. After removing the steroid plug, cleaning the helix, and applying torque to the connector pin, the helix could be retracted/extended, and full helix extension length was measured within specification.

Event description:
It was reported that the patient presented for a re-operation. It was noted that the right ventricular lead dislodged which resulted in high capture threshold, high pacing impedance and inappropriate low voltage output. The lead was explanted and replaced. There were no patient consequences.